Event description:
Additional information received from the health care provider (hcp) reported that the patient's device was in the appropriate location and the patient reported movement and required removal. The action taken to resolve the pain with the device moving around and the device affecting the patient's tendons and muscles was that the device was removed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0s3jy, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the consumer reported that the patient had their ins and leads explanted on (B)(6) 2016 because they were allergic to it. The patient noticed the problem since implant.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient believed their body was trying to reject the device and the patient had been having problems with the implantable neurostimulator (ins). The patient had pain in their hip due to the ins and experienced pain when they were walking and moving as well. The ins had been moving around in the patient's hip. The ins was implanted near the lower left buttocks and then it moved towards the center of the patient's spine and then moved back towards their buttocks. The ins was basically floating around in their body. The patient knew it was difficult to stabilize the ins because the patient didn't have a lot of fat for the ins to settle into. The patient had all kinds of problems with the ins and it was bothering them. The health care provider (hcp) indicated that the ins had flattened out because when it was first implanted it was kind of "rounding." The patient wanted to have the ins explanted due to the problems they were having with it. The patient had addressed the issues with their hcp and the hcp indicated that it was impossible for the patient's body to reject the implant. The hcp wanted the patient to keep the ins implanted and there were other programs that they could install to see if the device would work for the patient. The hcp agreed that the ins was not currently working for the patient, but there were programming options to see if it would work for the patient. The patient just wanted for the device to be explanted. The patient told the hcp they didn't want it in there hurting all this time and the patient couldn't keep up with the pain that they were putting up with. The patient believed the device was also affecting their muscles and tendons up and down their legs when they bent their knees. This was so bad the patient was ready for a catheter and a leg bag. The patient would have a follow-up appointment on (B)(6) 2016 to further discuss their situation. The consumer further reported that they got an allergic reaction from using the device and their hcp advised it be explanted. The patient was having the device explanted on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacr al nerve stimulation and gastrointestinal/pelvic floor.